Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 4/26/2019. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a male patient underwent a right sided premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. During the procedure, initial sound map was created with a soundstar catheter and then, points were taken on the same map with the thermocool® smart touch® sf uni-directional navigation catheter. The patient moved and a ¿learn new¿ pop up message was displayed on the carto 3 system. The user selected learn new. Upon evaluation if the map was still relevant and had not shifted, the physician noted that the "catheter appeared to be in the wrong place relative to the map" and opted to create a new cartosound map. The approximate difference in catheter location before and after the map shift was a couple of millimeters. While maneuvering the soundstar catheter, a cardiac tamponade was confirmed in the right ventricle. Pericardiocentesis was performed and a small to moderate amount of blood was removed from the pericardial space. The patient was reported in stable condition throughout the event. The physician opted to continue the procedure and the ablation of the pvc was completed successfully. The original map had not shifted despite the "learn new" prompt. The patient remained in the hospital overnight for evaluation. Patient¿s outcome is recovered. The device was visually inspected and it was found in good conditions. Then, an electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 105 was observed. A failure analysis was performed, the catheter was dissected and the sensor values were found within specifications, with this information, the failure can be attributed to a potential pc board failure. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The physician did not attribute the causality of the adverse event to a biosense webster, inc. Product but to a user error. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the pc board failure cannot be related to the manufacture process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the interaction of the device with other equipment or the handling of the device during the procedure; however, this cannot be conclusively determined. Manufacturer's reference number: pc-000389924

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Concomitant products: carto 3 system, us catalog #: fg540000, serial #: (B)(4); soundstar catheter, catalog #: unknown, lot #: unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent a right sided premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, initial sound map was created with a soundstar catheter and then, points were taken on the same map with the thermocool® smart touch® sf uni-directional navigation catheter. The patient moved and a ¿learn new¿ pop up message was displayed on the carto 3 system. The user selected learn new. Upon evaluation if the map was still relevant and had not shifted, the physician noted that the "catheter appeared to be in the wrong place relative to the map" and opted to create a new cartosound map. The approximate difference in catheter location before and after the map shift was a couple of millimeters. While maneuvering the soundstar catheter, a cardiac tamponade was confirmed in the right ventricle. Pericardiocentesis was performed and a small to moderate amount of blood was removed from the pericardial space. The patient was reported in stable condition throughout the event. The physician opted to continue the procedure and the ablation of the pvc was completed successfully. The original map had not shifted despite the "learn new" prompt. The patient remained in the hospital overnight for evaluation. Patient¿s outcome is recovered. The physician did not attribute the causality of the adverse event to a biosense webster, inc. Product but to a user error. Transseptal puncture was not performed. There was no evidence of steam pop during the ablation. The patient did not receive anticoagulant during the case. The thermocool® smart touch® sf uni-directional navigation catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. The carto® 3 system did not indicate to re-zero the catheter. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The map shift was assessed as not reportable. Map shift due to a patient movement/cardioversion with or without error message it is to be considered not MDR-reportable.